Event description:
It was reported that the gastrovideoscope had foreign material exiting from the channel (including auxiliary water channel). The issue occurred during an unspecified diagnostic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It was confirmed that reprocessing was not performed according to the IFU due to clog in the channel. However, the cause of the material remaining in the device could not be determined. The following is included in the instructions for use (IFU): as a result of confirming the contents of the instruction manual about shipping products, there are descriptions about reprocessing below. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 cleaning and disinfection equipment olympus will continue to monitor field performance for this device.